Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. The recipient continues to be monitored and managed per center protocols. This is the final report.

Event description:
The recipient is reportedly experiencing decreased performance. Programming adjustments were made, however, the clinic is unable to clarify the recipient's functional performance decline due to the recipient's disabilities.

Manufacturer narrative:
Correction information section d.6b. Additional information sections b.3, h.6, d.9. A review of the recipient's test data indicated impedance issues. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.